Event description:
It was reported to covidien 01/14/2008, that a customer had a problem with a defibrillation electrode. The customer stated an attempt was made and no reading was obtained nor was a shock delivered. An attempt with the hard paddles was then made and a shock was delivered. The patient's conditions is well; there was no problem in the patient's health because of this incident.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.